Manufacturer narrative:
D4: lot #: potential no.: 220812c. D4: UDI: (B)(4). H4: device manufacture date: 12 aug 2022.

Event description:
The user facility reported that a 35-year-old female received a sublocade injection on (B)(6) 2024, as reported by an addiction/infectious disease nurse manager. The patient returned to the office on (B)(6) 2024, with cellulitis at the injection site. Incision and drainage (I&d) were performed, and a wound culture identified pantoea agglomerans, a bacterium sometimes found in contaminated medical supplies. Additional information was received on 30 aug 2024: the nurse advised that no medical supplies were tested for contamination.